Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, an l-electrode was inserted into the sleeve and got caught at the lower valve of the device. The lower valve broke and it dropped into the cavity. The lower valve was removed from the cavity without difficulty. No patient injury reported.